Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-(B)(6) patltr (con): the patient reported additional information on (B)(6) 2021. They stated that the fact that they couldn't feel stimulation unless increasing intensity to 14 ma was an indication of a device issue. They did not know of any factors / circumstances that may have contributed to this event. They were not able to go see their doctor until (B)(6) 2021. They had already tried resetting the battery as well as waiting several hours before charging again. The issue was not yet resolved since the patient was still waiting for their appointment. Patient weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient received a new paddle and it still didn't work. The patient then received a new controller and it is working now. The patient reported they are now able to feel stimulation without having to increase intensity to 14ma and the depletion rate has improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient  reported that the implant battery is depleting faster than it should and drops too quickly. Caller stated that it is running down in under an hour. The circumstances that led to the reported issue were asked but unknown. Caller stated they can not feel stimulation until they increase it to about 14ma and that is not normal. Caller stated that is a lot higher than they normally need it. Caller stated no falls/traumas/changes to implant that they feel could be related. Caller stated they are on vacation but will make apt with hcp when they get back. Patient stated that every time they press the stim on button they see the option to turn stim on and they have to keep pressing that. Ps reviewed that option will always appear when that button is pressed and does not indicate that it was off. Caller understood this once explained. Equipment is working as designed.